Event description:
It was reported that the blood tests showed metal levels elevated. Surgeon advised pt that he needs a revision surgery.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.